Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activated early. The following information was provided by the initial reporter, "syringe detaches from nsd during attachment of needle."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activated early. The following information was provided by the initial reporter,: "syringe detaches from nsd during attachment of needle.".

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.